Event description:
It was reported that the ambulance was transporting a patient that was in cardiac arrest. It was further reported that the ambulance was struck by another vehicle causing the ambulance to tip onto its side. The patient became deceased at our near the time of the accident, however, it is unknown if her death was caused or contributed by the accident or if her cardiac arrest condition caused her death. No further details were given at this time.